Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump.